Manufacturer narrative:
Results: the complaint for "ineffective stimulation" and "damage" was confirmed. Inspection of the returned penta lead segments revealed exposed wires on the lead paddle consistent while the lead was implanted. The lead was cut approximately 26 cm from the terminal end consistent with explant damage. Due to the incomplete lead, no functional testing could be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation coverage and elected to have her system explanted. It was reported the physician noted the lead wires were exposed during the explant procedure.